Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 1 of 3. The home patient (hp) stated that her supply bag fell and became disconnected from the tubing and then the hc machine alarmed with se 2240. The technical service representative (tsr) explained the alarm to the hp, assisted to clear the alarm and then removed the set. The tsr then advised the hp to start over with all new supplies. During a follow up with the hp regarding the bag falling and disconnecting and the ensuing alarm, it was revealed that the issue was resolved, and hp explained that the hc cycler and the supply bag are set on a small table, and as she moved away from the table, it must have slipped and fell. Per hp, she did not have any injury or harm as a result of this incident. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she would discuss the alarm with her nurse. The hp stated that she is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Event description:
During baxter's review of the event history for another report, it was discovered that a battery depleted set alarm occurred during infusion which interrupted delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 5.08.92, categorized as remediated.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the supply bag fell and became disconnected. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.